Manufacturer narrative:
H.6. Investigation: 2 samples were returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Pictures for the returned sample were forwarded to the manufacturing facility. The needles are not visible on these syringes as they have had their hubs separate from the body of the syringe. This incident does not apply to the reported bent needles. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined as samples were not able to be reviewed at the manufacturing facility.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes had issues with the needle hub separating from the barrel. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the needle was bent." Per bd investigation: "bdj confirmed that the needle shield with hub was detached from the barrel."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes had issues with the needle hub separating from the barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the needle was bent." Per bd investigation: "bdj confirmed that the needle shield with hub was detached from the barrel."